Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely depressed sodium (na) results were obtained on patient samples on a dimension exl 200 instrument. Siemens contacted the customer multiple times to retrieve results obtained on the affected samples; however, to date, the customer has not provided more information about this event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the integrated multisensor technology (imt) syringe. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Depressed sodium (na) results were obtained on patient samples on a dimension exl 200 instrument. The depressed results were not reported to the physician(s). Based on historic results, the customer repeated the samples on a point of care analyzer. The repeat results were in line with the patients' historical results. Despite multiple attempts to retrieve additional details, including the results, the customer has not provided patient data at the time of filing this report. There are no known reports of patient intervention or adverse health consequences due to the depressed na results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00044 on 31-jan-2024. Additional information (16-feb-2024): the patient results, quality control (qc) results, and calibration data are not available from the customer¿s end. Siemens further evaluated the event and concluded that insufficient sample aspiration by the integrated multisensor technology (imt) syringe potentially contributed to the falsely depressed sodium (na) results. As indicated in the initial report, the imt syringe was replaced, and the instrument is performing according to specifications. The investigation conclusions code in section h6 was updated to reflect the additional information. No further evaluation of this analyzer is required.